Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and remote monitor exhibited a radio frequency (rf) overuse condition, indicating the average daily amount of time the device used rf energy was outside normal limits. If this condition is sustained, it can impact device longevity. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that this device and remote monitor are no longer in a radio frequency (rf) overuse condition. This product remains in service. No adverse patient effects were reported.